Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device with the velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp was present on the trip wire. A visual examination of the device found that the distal section of the trip wire was kinked in several locations. The suture was intact and attached to the trip wire loop. The trip wire was partially rolled in the handle and was secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire kinked due to handling and manipulation of the device during procedure. Since the ligator head was not returned with the device; therefore it is unknown if the bands were deployed and if the ligator head were damaged and this condition could have impacted the bands deployment activity. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.